Event description:
It was reported that the patient received a sjm epic supra valve. Postoperatively, the patient presented with a high gradient. The valve was explanted and replaced with another manufacturer's valve. Upon explant, the leaflets were noted to be thick and not moving appropriately. Thrombus was also observed to be present. There were reported to be no adverse consequences to the patient and the physician does not allege the event was caused by the device. Additional information has been requested.